Event description:
A 73-year-old female patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2024. On (B)(6) 2024, the patient's daughter informed novocure that the patient's treatment start with optune gio had to be rescheduled as the patient had surgery due to more fluids in her brain. On (B)(6) 2024, the patient began optune gio therapy. On (B)(6) 2024, the patient's daughter reported that the patient's surgical incision had opened, and the patient underwent surgery to close it. The patient was hospitalized for a few days. Optune gio therapy was temporarily discontinued. On (B)(6) 2024, novocure was informed the patient was home and waiting for the wound to heal. The prescribing physician was contacted with no response.

Manufacturer narrative:
Novocure opinion is that a contribution of the array placement to wound dehiscence cannot be ruled out. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Manufacturer narrative:
On october 27, 2024, novocure received new information from the patient's daughter stating that the patient's surgical incision had re-opened requiring additional closure in the hospital. The reporter noted the arrays had partially covered the incision before the event. Optune gio therapy was temporarily discontinued. The prescribing physician was contacted for further details with no response. Novocure opinion is that the contribution of the array placement to wound dehiscence cannot be ruled out. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).